Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed, which confirmed the issue of leakage. The cause of the issue may have been a problem with the connector of the glass syringe. Further investigation will be conducted by the supplier.

Event description:
It was reported that that a leakage occurred during the connection of the glass syringe and the tuohy needle. The event occurred before patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.